Event description:
It was reported that during my today's discussion with bmt in charge and pediatric head dr (B)(6), she told that in last 2 cases they removed the PICC line due to thrombophlebitis and the pathogen culture was also negative for same. They suspect it was due to catheter related infection. As per the hcp who inform this told that after using PICC line they suspect the thrombophlebitis due to catheter as the culture was negative. No pathogen culture report came positive, thus no idea why this happened. Whenever suspect catheter related phlebitis or infection then the catheter is removed. This report addresses the second case.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.